Event description:
A customer reported that the probe tubing was crimped and would not allow proper aspiration during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).